Manufacturer narrative:
The device has not been returned to the manufacturer at this time for eval. A chr of lot# retj0630 showed no other similar product complaint(s) from this lot number.

Event description:
The catheter, blue port, tubing found to be split with no blood leakage. Catheter removed (B)(6) 2010 and inspected. The venous tail was split in a spiral pattern.